Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08690 inches. The test p-cap locks properly in place in the reservoir compartment noted. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.(B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s wife reported via phone call that they were hospitalized due to high blood glucose on unknown date with blood glucose level was over 600 mg/dl. Customer stated that reservoir lip ring was not locking into place when inserted into the insulin pump. The customer was assisted with troubleshooting. It was unknown whether the customer was using automode at the time of reported event. The device will be returned for analysis.